Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in partial rear lock position with the color bands fully exposed. The bypass tube was found to be not fully inserted into the hemostatic valve. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position and the bypass tube was inserted into the hemostatic valve. Then, the carrier tube assembly was fully inserted into the sheath and which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. IFU states: "note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal¿ device will not function." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. Patient reported to be 179cm. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was introduced into the right groin according to the IFU and the anchor was released. After pulling back the system to release the anchor the whole angio-seal system was pulled out of the artery; it seemed that the anchor was not released due to some plaque that came in contact with the sheath. There was no angiography of the inguinal region or puncture site. Manual compression of the puncture site was performed; there was no loss of blood; less than 5ml reported. A compression bandage was applied. The patient was discharged without a long delay. There was no harm to the patient. Additional information was received on 26jun2020. The procedure was a normal coronary angiography. A 6fr sheath was used, ik set b. There was no angiography made; the statement "contact with plaque" was an assumption. The patient's condition was stable. A cardiologist was the user of the device.